Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
A patient with a variax dr implant experiences rashes around the operation wound. The patient claims that she has nickel allergy. According to the nurse, the allergy has not been diagnosed or confirmed.